Event description:
The initial reporter complained of discrepant results for 4 patient samples tested for troponin t hs (troponin t hs) on a cobas e 801 analytical unit. Patient 1 initial result was 141 pg/ml. The repeat result was 98.4 pg/ml. Patient 2 initial result was 25.5 pg/ml. The repeat result was 7.89 pg/ml. Patient 3 initial result was 59.0 pg/ml. The repeat result was 12.3 pg/ml. Patient 4 initial result was 3.00 pg/ml with a data flag. The repeat result was 22.1 pg/ml. The repeat results were from a different cobas instrument. The questionable results were reported outside of the laboratory. The troponin t hs reagent lot number was 642405 with an expiration date of 30-nov-2023.

Manufacturer narrative:
The customer ran qc after the event and the results were different between the 2 instruments. The customer replaced the reagent pack and qc was acceptable. The field service engineer (fse) replaced the gear pump and the water supply pump assembly. The customer had no further issues after the service visit. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.